Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, magnetic sensor functionality and force tests of the returned device were performed. Visual analysis revealed reddish material in the dome along a hole in the pebax surface. Testing of force and magnetic features showed no errors, with all force values and vectors within specifications. No issues were detected with force or magnetic properties. However, during system disconnection, water was ejected due to an occlusion in the dome area. A scanning electron microscope (sem) test was conducted to identify the foreign material in the irrigation holes, which confirmed that the occlusion consisted of inorganic material based on the observed elements. A failure related investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device lot number 31481006l, and no internal action was found during the review. The reddish material inside the pebax may be linked to the force and magnetic issues reported by the customer, thereby confirming the complaint. Additionally, occlusion issue was identified. This finding is unrelated to the initial reported event. The root cause of the occlusion is attributed to manufacturing, while the damage to the pebax may stem from device manipulation during the procedure, though this cannot be definitively established. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to occluded issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax surface. Initially, it was reported that the carto¿ 3 system displayed an error 105 (map: catheter sensor error), and error 106 (force catheter sensor error), simultaneously. The qdot micro catheter connections were re-seated without resolution. The extension cable was replaced without resolution. The tx eco cable was replaced without resolution. When the qdot micro catheter was replaced, the issue resolved, and the procedure continued. No adverse patient consequence was reported. The magnetic and force sensor error issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, reddish material in the dome along a hole in the pebax surface were noted. This was assessed as MDR reportable with an awareness date of 18-feb-2025.